Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 95 mg/dl. At the time of the report with tandem technical support, the customer did not have an alternate method of insulin therapy but reportedly reached out to their health care provider after the call to obtain long acting insulin.